Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was recently implanted and activated to the lowest settings after surgery but settings were not manipulated further since the patient was very hoarse. The patient continues to be extremely hoarse to the point where he is struggling to speak and says he feels generally unwell, having pain around the site of the neck wound and slight swelling. Information was then received that there was no improvement in the hoarseness even when the vns was switched off. It was reported by the patient that he was told his vagal nerve was damaged through surgery. It was stated the patient is still taking regular paracetemol for pain. No surgical intervention has been reported to date. No additional relevant information has been received to date.